Event description:
Health professional reported that the lap-band was allegedly "not holding fluid" with alleged "weight regain." The report indicated that the band was "tested" but does not clarify what kind of testing was performed. The port was removed and replaced.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Inadequate weight loss (weight fluctuations) is a surgical and physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lab-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant 24 of the 75 explants (32%). (Recorded as of december 2000, clinical study, 299 patients total)."